Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no insulin was seen exiting the infusion set tubing or cartridge tubing during fill tubing. Customer's blood glucose was 229 mg/dl. A new cartridge was successfully loaded to address the event and insulin was seen exiting the tubing.